Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years of post deployment, it was reported that there was no evidence of coronary artery disease, but fluoroscopy images were consistent with a metallic foreign body in the inferior pericardial space, suspicious for the embolized fragment of an inferior vena cava filter. A computed tomography scan of the chest confirmed a metallic foreign body in the same area, that appeared to be partially through the right ventricle, into the pericardial space. During the operative course, there was the immediately apparent metallic device, extruded from the free margin of the right ventricle, consistent with computed tomography findings. This was easily grasped and removed without resistance. Discharge diagnosis reported that the patient had chest pain syndrome. Therefore, the investigation is confirmed for the perforation of the free margin of the right ventricle, and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated. The device has not been removed and there were no reported attempts made to retrieve the filter and the detached strut was removed via an open chest procedure. It was further reported that the patient experienced chest pain and there was an embolized filter strut projecting through the anterior wall of the right ventricle to the level of the pericardium; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter limb detachment and perforation, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated. The device has not been removed and there were no reported attempts made to retrieve the filter and the detached strut was removed via an open chest procedure. It was further reported that the patient experienced chest pain and there was an embolized filter strut projecting through the anterior wall of the right ventricle to the level of the pericardium; however, the current status of the patient is unknown.